Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with pump showing lower fill estimate than anticipated while insulin delivery continued normally. There was no reported impact to the customer¿s blood glucose level. Caller had not completed cartridge air removal steps, so technical support provided education on properly removing air before filling cartridge; caller declined to load new cartridge, chose to continue using current cartridge, and agreed to follow up if necessary.